Event description:
It was reported that a pt underwent a dental implant procedure in 2009. The pt had peripherical necrosis at each place where the suture thread had been placed. The threads were retrieved about one weak after the surgery.

Manufacturer narrative:
Necrosis - conclusion: the product upon which this medwatch is based is anticipated. Once the product is rec'd, any further info derived from the eval will be submitted in a supplemental 3500a form.